Manufacturer narrative:
The device associated with this report was not returned; however, the investigation confirmed the reported inability to extract the sleeve adapter. The root cause is design related. Via (B)(4) the product design has been improved to allow extraction of the lps fem to sleeve adapter. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. During the first attempt at revision, on (B)(6) 2013, the surgeon complained about there being no extractor for the sleeve adapter; the threads are on the wrong side, cold-welds, and is very difficult to extract. The surgery was unsuccessful and had to be reattempted on (B)(6) 2013.

Manufacturer narrative:
Examination of the submitted device confirmed the reported concern. The root cause is design related. Via (B)(4) the product design has been improved to allow extraction of the lps fem to sleeve adapter. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.